Event description:
Customer reported ventilator shut down during a case. Clinician reportedly switched to the bag position to ventilate the pt. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been concluded.